Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported backup vvi reset mode was confirmed in the laboratory and due to a power on reset while delivering high voltage therapy. Melt spots were observed on the ICD can, consistent with the arcing due to lead damage. The device was tested on the bench and using the automated test equipment system and no anomalies were detected. The device met all test specifications. The cause of the reported backup vvi reset mode was due to delivery of high voltage into a low impedance arc that melted spots on the ICD can.

Event description:
It was reported that the patient received a shock one morning. The device went into back up mode. Imaging of the device revealed the box was faulty. The patient is in intensive care. The device is to be extracted.